Event description:
On (B)(6) 2014, I had a cataract removed from my left eye, and a multifocal lens implanted. My surgeon uses an out-patient facility, called: (B)(6), located at (B)(6). Because of an astigmatism in my left eye, the doctor wanted to first use the femtosecond laser, and finish up with the standard procedure. (I had the cataract in my right eye removed, and a multifocal lens implanted, only using the standard procedure, on (B)(6) 2014, at the same facility.) When I arrived at the facility at 7 am on (B)(6) reception staff informed me that I needed to sign an extra consent form, one for the laser treatment, and the other for the standard procedure. I explained that I had no idea what they were talking about; my surgeon never mentioned any such laser treatment. Staff gave me a 2-page information sheet on the recently-approved femtosecond laser; I read it, and gave my written consent. There was no coercion on anyone's part. I then waited 2 1/2 hours for my procedure to start, but before that, I expressed doubts to the surgeon; he explained that due to the astigmatism in my left eye, he believed it would be best for him to use the laser, and then finish up with the standard procedure. I agreed to have this done. When we entered the laser treatment room, there were about 6 there; one was apparently the technician who would talk the surgeon through the procedure. I say apparently because no one introduced us, and I did not question the individual about his role, his training, his experience. I lay down on the table, and the procedure started, after I was told very empathically, numerous times, that I mustn't move or talk or do anything during the procedure. Almost immediately after the speculum being put over my eye, I started to feel intense pressure, and some discomfort. Then I felt when the first incision was made, and for the remainder of the procedure (maybe 14 to 18 minutes), the pain became overwhelming; my head felt like it was exploding pain, and I couldn't tell anyone, for fear of a serious injury occurring to my eye. My field of vision slowly filled up with a pink fluid, and finally that is all I could see, except for a light. On a scale of 1 to 10, my pain was a 12. When the procedure ended, I emphatically expressed how much pain I felt, and that I was very sorry I had consented to the laser. Everyone then quickly left the room, except for a nurse, who had been holding my hand the whole time. When I sat up and tried to stand, I would have fallen over if it wasn't for the nurse holding me up, which she continued to do until I went into the surgical suite, for the next phase of the treatment. No one asked me what I had experienced; no one explained what might have happened; I never saw the technician again, and my surgeon did not address the issue of my pain, while I continued to state how much I had just been hurt. He finished the procedure, and left me to the care of the staff. The surgeon's name is: dr. (B)(6), located at (B)(6). When I had my follow-up appointment at the (B)(6) office, on (B)(6) people minimized the importance of all the white of my eye being extremely red, and no one was able or willing to explain what had happened to me. My vision was poor in the left eye; on my (B)(6) check-up, the redness was much less, but my vision was still poor. I still received no explanation as to what had gone wrong on (B)(6), other than to be told that the other 3 pts that day had no problems whatsoever. When I saw the surgeon on (B)(6) 2015, my vision in the left eye hadn't improved, and when I tried to explain the trauma I had been through, the surgeon quickly said that no one else had felt pain. I didn't answer, and realized I had to turn to the FDA.